Event description:
It was reported that the customer was hospitalized with low blood glucose. Customer believed the hospitalization was due to an overdosage of insulin. The insulin pump was worn at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.